Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead - implanted 2012 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead's impedance had spiked and then went back down to stable measurements. The lead remains in use. No patient complications have been reported as a result of this event.